Manufacturer narrative:
According to the customer on 3/11, "the nebulizer had a rattling issue and it seemed like one of the nuts came lose. The nebulizer was not turning on at all". The customer reported that "the breathing got so bad he went to ed and then got breathing treatments in ed. After the breathing treatments, he was better and that there was no serious injury ". The customer reported that the sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 3/11, "the nebulizer had a rattling issue and it seemed like one of the nuts came lose. The nebulizer was not turning on at all". The customer reported that "the breathing got so bad he went to ed and then got breathing treatments in ed.